Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up noted. Device had cracked display window corner, scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the day before, the infusion set got disconnected and she experienced high blood glucose of 471 mg/dl. She changed the infusion set and was able to treat. The customer also reported that the numbers on the screen of the insulin pump kept scrolling. The customer changed the battery and received a button error alarm. She removed the battery again and the alarm was cleared but the screen was stuck in the main menu. The customer stated that a button was pressed for 3 minutes or longer and she was able to clear the alarm but the buttons were not responding. Blood glucose at the time of the alarm was 256 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.